Event description:
It was reported that the battery is not working. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for the replacement of the battery. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery for which a part was ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time. Patient/user involvement: was the device being used on a patient at the time of the event, including for the purposes of diagnosis? Unknown. Was there any adverse event to the patient or user. If yes, describe? No, there is no safety alert associated with this event. If there was an adverse event, did the device cause or contribute to the adverse event, and how? No, there was reportedly no adverse event.